Manufacturer narrative:
Describe event or problem; corrected data: this information was inadvertently left off of the MFR. Report #1. Date received by manufacturer; corrected data: supplemental MFR. Report #01 inadvertently reported the incorrect date. The corrected date is (B)(6) 2015. The MFR. Report was still submitted within the 30 day deadline with the correction of date.

Event description:
It was reported by the doctor that the increase in seizures was no above the patient's pre-vns baseline frequency. There were no changes in medications, device settings, and no external stressors that may have caused of contributed to the increase in seizures. No interventions were taken as a result of the increase in seizures.

Event description:
It was reported that the physician checked the patient's device and noted the device was functioning properly.

Event description:
It was reported that the patient has been experiencing an increase in absence seizures for roughly two weeks. It is unknown whether or not the increase is above the patient's pre-vns baseline frequency. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
(B)(4).